Event description:
The user returned the unit because it had stopped working. Our inspection found a small cut in the cord near the switch which could have exposed the user to bare wire.

Manufacturer narrative:
The user returned the unit because it had stopped working. Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. These types of failures are generally caused by excessive bending of the cord near the switch. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this issue.